Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous circumflex (cx) coronary artery with mild calcification. A 3.0x18mm xience prime stent was implanted; however an edge dissection was observed, and treated with another 2.5x8mm xience v stent. There was no clinically significant delay in procedure. No additional information was provided.